Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was replaced on (B)(6) 2025. It was not reported that the device would be returned.